Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17204417.

Event description:
It was reported that the patients lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patients lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2218-50, (sn:(B)(6)). The returned lead was analyzed and with all the available information, boston scientific concludes that the complaint was confirmed. The lead was cut and the lead tip remained in port a of the associated ipg, which was locked down by the setscrew on contact number 8 and flattened by the setscrew. Due to its flattened contact number 8, it would not be pulled out from the port. Port a revealed no other anomalies. Since the lead was not fully inserted into the ipg port it would result in an impedances anomaly. The source of the complaint is considered a procedure-related event. Sc-2218-50, (sn:(B)(6)). The returned lead was analyzed and with all the available information, boston scientific concludes that the complaint was confirmed. All wires are fractured at the click anchor site, about 23.0 centimeters from the tip of the distal end. When excessive mechanical/tensile force was exerted onto the lead, the lead got kinked after it exits the click anchor resulting in the wire fractures.